Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an atrial lead's impedance and threshold measurements were elevated and out of range during the implantation procedure. Physician elected to exchange the lead for another one. The procedure was successfully completed. Patient's condition was stable after the procedure and there were no patient symptoms.

Manufacturer narrative:
Additional information: h6.

Manufacturer narrative:
Additional information: d10, h3, h6. The damage found was sustained during procedure. The lead was otherwise normal.